Event description:
The reporter stated that the sitter select alarm model 8281 does not alarm. There was no pt contact or injury reported.

Manufacturer narrative:
Eval results - the alarms power button is slightly damaged but functions. The sensor port 2 is not operational. The contact 3 & 4 inside the sensor port are crossed.